Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent bilateral salpingectomies and/or hysterectomy to remove essure). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the abdominal pain, back pain, menorrhagia and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and menorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo-provera) since 2008 for birth control as well as ibuprofen. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent bilateral salpingostomies and/or hysterectomy to remove essure). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the abdominal pain, back pain, menorrhagia, adverse event and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, dysmenorrhoea and menorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-oct-2018: plaintiff fact sheet was received. Events added from pfs: dysmenorrhea (cramping). Reporter information, concomitant drug, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 40-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure endometrial ablation". Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo-provera) since 2008 for birth control as well as ibuprofen. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), heavy menstrual bleeding ("excessive menstrual cycles"), adverse event ("abnormal symptoms") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent bilateral salpingostomies and hysterectomy to remove essure). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the abdominal pain, back pain, heavy menstrual bleeding, adverse event and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, dysmenorrhoea and heavy menstrual bleeding to be related to essure (ess205). The reporter commented: right side, there were 4 coils extruding from the cervical canal, and on the left side, their were 3 coils. Discrepancy noted on essure insertion date - (B)(6) 2016 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 40-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure endometrial ablation". Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo-provera) since 2008 for birth control as well as ibuprofen. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), heavy menstrual bleeding ("excessive menstrual cycles"), adverse event ("abnormal symptoms") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent bilateral salpingestomies and hysterectomy to remove essure). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the abdominal pain, back pain, heavy menstrual bleeding, adverse event and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, dysmenorrhoea and heavy menstrual bleeding to be related to essure (ess205). The reporter commented: right side, there were 4 coils extruding from the cervical canal, and on the left side, their were 3 coils. Discrepancy noted on essure insertion date -(B)(6) 2016 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter information, patient demographics and reporter causality added. New event "essure and novasure endometrial ablation" was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.